Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a knee articular surface would not lock into the tibial component during a knee arthroplasty procedure. Another articular surface was used to complete the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The following sections have been updated: medical product- unknown nexgen tibial tray, catalog # unknown, lot # unknown multiple MDR¿s were submitted for this event. Please see reports: 0001822565-2016-02781 ,0001822565 -2017- 06447 p/n (B)(4) articular surface l/n (B)(4). Tibial tray, part/lot number: unknown report source: foreign. The event occurred in (B)(4). Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow up report is being filed to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends